Event description:
It was reported to philips that the device had multiple error codes. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.

Manufacturer narrative:
H11: b5: it was reported to philips that the device had a 35+ volt power failure.. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. H10: a philips field service engineer (fse) was dispatched to the customer site, and it was determined that the power management printed circuit board assembly (pm pcba) and the blower assembly needed to be replaced to return the device to working condition. Power management printed circuit board assembly (pm pcba). The fse replaced the pm pcba and the blower assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.

Manufacturer narrative:
A blower motor, power management board and motor controller board were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, the customer complaint was verified. The product analysis technician reported that the root cause was due to a component in the power management board.

Manufacturer narrative:
Additional information indicates that the motor controller printed circuit board assembly (mc pcba) was replaced by biomed but the problem persists. The philips remote service engineer advised customer to replace blower to correct, or the power management printed circuit board assembly (pm pcba) if problem persists, then the central processing unit printed circuit board assembly (cpu pcba) if needed.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.